Manufacturer narrative:
The device was subject to an on-site evaluation whereby no deviation could be found that can be put in causal connection to the reported ventilator failure. A temporary error condition must however have been present during the course of event since an instance of ventilator failure was recorded in the logs for the period in question. The available information was analyzed by the manufacturer. The specific attribute of the logged ventilator failure indicates that the shut-down was forced due to problems with the auxiliary vacuum pressure. The auxiliary vacuum pressure is needed to actuate the valves that control the ventilation and to keep the ventilator diaphragm in place during piston movement. In the particular situation the vacuum pump was not able to reach the minimum negative pressure that is needed for safe operation of ventilator and valves. It can be concluded that there was a leak to ambient or an issue with the vacuum pump. The vacuum pump did not exhibit any deviation during on-site check and thus, can be excluded as a root cause. Leaks in the pneumatic circuit caused by certain conditions such as a hole/cut in the ventilator diaphragm, a cut in the device-internal tubing or a problem with a valve are of persisting nature and would have been detected during on-site check. Since the error condition did not leave any footprints, the most likely explanation would be that one of the control tubes for either the peep valve or the apl bypass valve in the breathing system has been accidentally disconnected during handling of the device. It may have been reconnected later-on during the attempts to get the device back working or during the follow-up inspections. This would explain why the ventilator failure can be confirmed in general but could not be attributed to the malfunction of a specific component. The power supply and the controller board have been replaced as a precautionary measure. After return to the manufacturer, the replaced components were installed into the periphery of a lab device but did not exhibit any deviation from specification during testing.dräger finally concludes that the device behaved as specified in responding to an error condition of unknown origin. A shut-down of automatic ventilation was forced to protect from potentially hazardous output and/or potential damage of the ventilator unit. The user was alerted to the shut-down by means of a corresponding alarm. Patient support was bridged in manual ventilation until a replacement device was made available; no consequences have reportedly occurred.

Event description:
It was reported that automatic ventilation failed during use. There was no injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that automatic ventilation failed during use. There was no injury reported.